Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction code malf 9. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and instructed to call back if any malfunction code reappeared.